Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) remained dimpled when pressed. After trying to adjust it the issue was not resolved; therefore, a revision surgery was performed to explant and replace only the pump. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The pump kink resistant tubing (krt) was worn to the filament. The pump passed the leakage testing. The pump did not pass activation testing. This investigation was assigned a most probable conclusion code of cause traced to component failure.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) remained dimpled when pressed. After trying to adjust it the issue was not resolved; therefore, a revision surgery was performed to explant and replace only the pump. No patient complications were reported.